Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was also reported that the insulin gauge was inaccurate. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the issue was resolved by performing a supply change. There was no reported adverse impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.